Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00050. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in a branch vessel off the portal vein using ruby coils and ruby coil detachment handles (handles). During the procedure, the physician deployed and detached two ruby coils in the target vessel using a handle. After detaching the second ruby coil, the physician noted that the handle did not feel or sound as response as it normally does. The physician then advanced a new ruby coil in the target vessel and attempted to detach it using the handle; however, the ruby coil failed to detach and was subsequently manually detached. The procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.